Event description:
It was reported that the patient presented for system downgrade. Suspected externalized conductors were noted via fluoroscopy. A slight increase in capture threshold was observed. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.